Event description:
During the device evaluation, a b30-scope communication error was found. Additionally, the charged coupled device (ccd) housing was found to be corroded. There was no patient involved.

Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunctions could not be specified. However, it is likely due to a component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.